Manufacturer narrative:
The calibration on (B)(6) 2022 was within specifications. The qc levels were within the specified ranges on the day of the event. The (B)(6) 2022 00:51 to (B)(6) 2022 01:15 alarm trace was provided. There were no abnormalities except for the total absence of alarms from 02:20 to 11:56 on (B)(6) 2022. A general reagent problem can be excluded because the provided qc and calibration data were within specifications. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter received a questionable elecsys probnp ii result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. The physician immediately questioned the result as it was too low and did not match the patient's clinical data. The initial result of the undiluted sample was <10.00 pg/ml with a data flag. The first repeat result of the patient sample at an unspecified dilution was 43000 pg/ml. The second repeat result of the patient sample was 35000 pg/ml. It is not clear if this result was from a diluted or undiluted sample. The third repeat result of the patient sample at 1:2 dilution was 40169 pg/ml. The fourth repeat result of the undiluted sample was >35000 pg/ml with a data flag. The reagent lot number is 630468. The expiration date was requested but not provided.